Event description:
The customer stated the axsym analyzer yielded a vrtx error 002 in task 40 which halted operation of the analyzer. The customer was running an amphetamine assay after installing and calibrating a new lot without issue. The customer was instructed to cycle power. A new diskette was sent to the customer who uninstalled and reinstalled the amphetamine assay to resolve the issue. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.